Event description:
It was reported that during an unspecified spine surgery, it was observed that the motor device was not working. It was further reported that the user could not get the device to spin. According to the report, the device was tested for the sterile side and in the room on the back table right before use and worked fine. The reporter stated that when the user stepped on the pedal to use the device, air was observed but the device did not move. It was further reported that the user turned the cutter device while on the pedal and the device still did not move. As a result, there was a two minute delay in the surgical procedure. An identical spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The motor assembly was disassembled and it was observed that there was a buildup of possible medical debris and corrosion. It was determined that the motor appear to have been exposed to saline as the device was corroded to the point of failure the assignable root cause was determined to be due to improper cleaning, which was a failure to follow the directions for use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.